Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump has cosmetic damage. The customer¿s blood glucose level was 7.5mmol/l at the time of incident. The customer states the reservoir is missing a chunk. The customer's insulin pump will be returned.